Manufacturer narrative:
H3: product analysis found that unit came in with power management board failure, bent eic board knobs and old software v 1.1.1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis found that component failure and battery will not charge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use, device had nonstop beep causes battery to drain and device will not connect to remote wirelessly or with wire. There was no patient impact. Additional information states that allegation of noise, but normal monitoring is unableto be continued with no issues. Issue occurs even when device is powered off suggesting issue is ever present and causes hand pendant to not connect or operate wirelessly. There was no visual and/or audible indicators alerted the user of the issue.